Event description:
It was reported that the patient presented for an initial implant procedure. During a postoperative check, it was noted that the atrial exhibited low impedance and p-wave amplitude variation. Chest x-ray confirmed that the atrial lead had dislodged and dropped into the rv where its paced beats were capturing the right ventricular. Programming changes were made while waiting for a lead revision. The atrial lead was repositioned successfully. The patient was in stable condition post procedure.